Event description:
It was reported that insyte autoguard winged pnk 20ga x 1.16i hub was cracked. The following information was provided by the initial reporter: material no: 381534 it was reported the hub where they screw the tubing onto needle seems to be cracked. Verbatim: nurses were having problems with i.v. Needle. The hub where they screw the tubing onto needle seems to be cracked.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received two unopened units. During the visual examination it was observed that one unit was partially retracted inside the sealed package and the second unit was found to have dirt on the top web along with damage on the bottom web. Further inspection of the units revealed that the barrel of both devices had been smashed. The partially retracted unit¿s needle cover and grip were damaged which would likely cause the premature retraction. The observed damage prevented the other unit from fully retracting. No damage or cracking was observed to the pink adapters. The units were tested for leakage and no leakage was observed. Based on the evidence, the most likely scenario is the damage occurred during shipping/handling but without examining the dispensers or shipper boxes it cannot be confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that insyte autoguard winged pnk 20ga x 1.16i hub was cracked. The following information was provided by the initial reporter: material no: 381534, batch no: unknown. It was reported the hub where they screw the tubing onto needle seems to be cracked. Verbatim: nurses were having problems with i.v. Needle. The hub where they screw the tubing onto needle seems to be cracked.